Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot#: j0437297v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot#: j0357476v, implanted: (B)(6) 2004, product type: lead. Product ID 3487a-33 lot# j0437297v, implanted: (B)(6) 2004, explanted: product type lead product ID 3487a-33 lot# j0357476v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 29-jul-2008, UDI#: (B)(4); product ID: 3487a-33, serial/lot #:(B)(4), ubd: 18-dec-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pa in. It was reported there was a loss of therapy. The patient reported that one of her leads stopped working and the manufacturer representative (rep) reprogrammed her therapy and switched all of the therapy to her other lead. The patient needs to charge her ins every other day and was planning on getting the implant and leads replaced. No further complications were reported/anticipated.